Event description:
It was reported that subsequent to the implant of a protegen sling, the patient experienced foul-smelling vaginal discharge. In 2000, vaginal erosion of the sling was identified. At the time of removal of the sling, the urologist incised suprapubically and removed the bone anchors, which were decribed as "not in the bone." The device was not returned for evaluation. The company's directions for use outline as potential complications: "tissue erosion...loss of fixation or pullout of bone anchors."